Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred.  No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR for report number 3004753838-2019-71812 as this is a duplicate report. This customer complaint has been previously reported in (B)(4).